Event description:
Patient independently ambulated to the bathroom. Patient called and reported his IV was leaking. Upon assessment, small crack noted in the hub where the clave is attached. Fluids were noted to be leaking from this crack. IV fluids stopped and disconnected. Assessed by IV rn, primary rn, and md. Deemed unfixable and needed to be removed and replaced to prevention infection risk.